Event description:
The customer stated that she went swimming while wearing the insulin pump. Troubleshooting was performed and the insulin pump alarmed button error. The reported blood glucose reading was 168 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.